Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose level was 220 mg/dl at the time of incident and current blood glucose 280 mg/dl. The customer was treated manually and with manual injections and insulin pump. The customer allege pump was under delivering due to the reservoir had more insulin than usual when changing and high blood glucose. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The insulin pump will not be returned for analysis.